Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04864; 2134265-2017-04863 and 2134265-2017-04866. It was reported that the patient died. The patient had myocardial infarction (mi) due to the right side. Vascular access was obtained via the femoral artery. A 38mm long, concentric, de novo, target lesion was located in the severely tortuous and severely calcified lesion in right coronary artery (rca) and a 24mm long, concentric, de novo calcified lesion was located in the left anterior descending (lad) artery. The right side was the dominant system and was treated first. Following rotablation with a 1.25mm rotalink¿ plus and rotawire, a 2.5mm x 38mm promus element¿ plus was deployed from the proximal to mid segment rca. The end result was very good and although the procedure had been going on for more than an hour the physician decided to move forward and treat the lad. Rotablation was completed with the same 1.25mm rotalink¿ plus and a 2.5mm x 24mm promus element¿ plus was implanted in the lad. The outcome was also good but slow flow was immediately detected and medical management was stated. Neither dissection nor perforation was noted, however, the patient became sick and cardiopulmonary resuscitation (CPR) was performed. After incubation and 30 minutes of CPR and other medical management, the patient died.